Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of the systems broke and ended up in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("one of the systems broke and ended up in my uterus"), musculoskeletal pain ("musculoskeletal pain"), pelvic pain ("pelvic pain"), amnesia ("short-term memory loss") and fatigue ("chronic fatigue"). At the time of the report, the musculoskeletal pain, pelvic pain, amnesia and fatigue outcome was unknown. The reporter considered amnesia, device breakage, device expulsion, fatigue, musculoskeletal pain and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6)2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of the systems broke and ended up in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("one of the systems broke and ended up in my uterus"), pelvic pain ("pelvic pain"), musculoskeletal pain ("musculoskeletal pain"), amnesia (". Short-term memory loss") and fatigue ("chronic fatigue "). At the time of the report, the pelvic pain, musculoskeletal pain, amnesia and fatigue outcome was unknown. The reporter considered amnesia, device breakage, device expulsion, fatigue, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: broken part in uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.